Event description:
It was reported that the customer received a failed battery test after an infusion set change. His blood glucose level was 94 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No failed battery alarms were noted. The insulin pump was received with a cracked case at the display window, a cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.